Event description:
It was reported that during a lap colon procedure, the blade broke. Part fell into the situs and could not be found. Pt is ok. Took a new instrument to complete the case. No further information is available.

Manufacturer narrative:
Date sent: 11/02/2007. Information anticipated, but unavailable at this time.